Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported difficulty charging their implant; patient stated that their ins had jumped from 60% to 100% very quickly and then a system error message appeared on their controller. Patient spoke to their mdt rep, who instructed them to remove the battery pack, during which time the bp split into 2 pieces. Agent had patient inspect controller battery compartment pins and confirm no visible damage. An email was sent to the repair department to replace the battery pack. Agent instructed caller to document if system error message reappeared and to call back for further assistance, if needed. Patient mentioned they had trouble with their eyesight.  Patient called back and received replacement battery pack. Patient mentioned they are still having issue recharging their ins. Patient mentioned the paddle/cord area got very hot and burned their finger. Patient stated the issue began 2-3 weeks ago.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type product ID 97755, serial# (B)(6) product type recharger h3: analysis of the recharger found device got hot after running it at the donut end. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.